Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. It was reported that the controller had way too many issues for them. Patient stated that they had been having ongoing issues for a while and that the issues peaked this last week. Patient said that there were times that it would take anywhere from an hour and a half to three hours to charge the implanted neurostimulator. Patient also said that sometimes the implanted neurostimulator would charge just and the controller would say excellent recharge quality. Patient said that last week it took pretty close to 3 hours to recharge the implantable neurostimulator (ins). Patient said that they had reset the controller, unplugged the recharger from the controller, plugged the recharger back into the controller, however the issue was getting increasingly worse. Patient said that the ins would randomly shut off. Patient said that last night they were lying down and they would normally get a little buzz from the therapy, however the ins was not buzzing them and so they checked the controller and saw that the ins was off. Patient said that when the ins turned off, they could turn the ins right back on as the ins battery would not be low. Patient saw no apparent damage to the equipment. Agent had the patient remove the battery pack from the controller and connect the co ntroller to the ac power supply; patient confirmed that the controller powered on. Agent then had the patient reinsert the battery pack into the controller while the controller was still connected to the ac power supply; patient confirmed seeing the controller light flashing green. Agent had the patient unlock the controller. Patient saw the batteries screen with the controller at 60% and the ins at 90%. Patient said that when the equipment was looking for the device, the equipment would not pick up the ins half of the time; patient was unsure if the recharger would be connected during these times or not. Patient said that so many times they had to put the controller on their back or they had to have the controller sitting right behind them in order for the controller to find the ins. Patient said that they talked to a manufacturer representative (rep) about it way back in the day and that the rep told them to hold the controller towards their back. Agent had the patient initiate an ins recharging session and patient saw no device found. The issue was not resolved. A replacement controller and recharger were sent out. When asked for the event date, patient said that the issues had been getting increasingly worse. Patient mentioned that there had been some issues at the beginning, however they just blew it off thinking that it was them being new to the device back in may. Agent redirected patient to healthcare provider to further address the issues if the issues persisted after the replacement equipment was received. Additional information was received from a manufacturer representative (rep). It was reported that the cause of the stimulation shutting off was undetermined. The patient received a new controller and recharger. The issue has been resolved.